Event description:
It was reported that, six days after this inflatable penile prosthesis (ipp) implant procedure, the patient experienced erosion, and the wound opened up. A surgical intervention was performed to remove and replace cylinders and pump. There were no device issues and no further patient complications reported.